Event description:
It was reported that the patient experienced low blood glucose while using the iLet with a G7 CGM, with a lowest CGM value reported as 68,301 and a glucometer-confirmed value of 68 mg/dL, after announcing a routine breakfast; glucose was treated with one glucose tablet and juice, and an iLet low alert was received while the system subsequently delivered correction to address a prolonged elevation before glucose trended down again. Symptoms included hypoglycemia without reported associated complaints. Outcomes included no serious injury, illness, or impairment, and no unexpected medical intervention beyond oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.